Event description:
Healthcare professional reported a lap-band port "cracked or leaked," first noticed when the patient experienced "no restriction." The lap-band port was removed and replaced.

Manufacturer narrative:
The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."